Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2016, the patient's qualifying conditions were aortic valve area of 0.87 cm2 with a 23 mm annulus diameter. The mean aortic pressure gradient was 40 mm hg and the left ventricular ejection fraction was 65%. In (B)(6) 2016, the index procedure was performed. Prior to the index procedure heparin or other anticoagulant was given. The patient was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The patient did not receive any loading doses of antiplatelet medications. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. After two days, the patient was discharged on aspirin, clopidogrel and warfarin. In (B)(6) 2018, the patient was diagnosed with non st-elevation myocardial infarction (nstemi). The patient was hospitalized on the same day for further management. The event was medically treated. Two days after, the event was considered to be resolved/ recovered and discharged on the same day. Circumflex coronary artery perforation, myocardial infarction, circumflex coronary artery perforation, death, thrombus in the ostial left main and in the proximal circumflex led to chest pain and worsening st elevation. In (B)(6) 2018, the patient presented with complaints of chest pain. Lab investigation revealed elevated troponin level, consistent with protocol definition of mi. The 90% stenosis in obtuse marginal vessel was treated with balloon angioplasty, followed by deployment of a 3.0 mm x 16 mm synergy drug-eluting stent (des). The stenosis in left main into circumflex artery was treated with placement of a 3.0 mm x 28 mm synergy des. Post deployment of the 3 x 28 mm synergy des, perforation in proximal segment of the left circumflex artery was noted, for which prolonged balloon inflations were performed. However, the bleeding did not stop and hence, a 3.5 mm x 16 mm non-bsc stent was deployed in proximal circumflex. Intra aortic balloon pump (iabp) was placed. Later on the same day, the patient was again noted with chest pain and worsening of st elevation; hence the patient was brought back to cath lab. Guiding catheter was re-introduced and injections revealed thrombus in the ostial left main and in the proximal circumflex. Therefore, a wire was advanced into the circumflex artery, and balloon angioplasty was performed. Intracoronary aggrastat was administered. Selective angiography revealed patent 3.5 x 28 mm synergy stent in lm. 80-90% ostial stenosis; 60-70% mid-distal stenosis in lad. Pci was recommended. The stenosis in lad were treated with deployment of a 3 x 38 mm non-bsc stent in mid lad and 3 x 18 mm non-bsc stent in proximal lad, in an overlapping fashion. Kissing balloon inflation of lad and pcx were performed, resulting in improvement in condition. Then the patient was transferred to ccu for further management. During the course of hospitalization, the patient had cardiogenic shock and the condition was progressively declined and made to do not resuscitate. The following day, the patient died. The immediate cause of death was circumflex coronary artery perforation, cardiogenic shock, cardiac arrest. It is unknown whether the autopsy was performed or not.